Event description:
Report of overdelivery rec'd from abbott international affiliate (abbott canada). The report states, "overdelivery. The concentration changed from 5mg to 0.5mg on its own." The report further indicates. "Side effect experienced: unconscious. Narcan administered-pt recovered. Pt is now ok." No specific pt or event info was included. No further info was available.